Event description:
A surgeon reported that there was low laser energy during a laser procedure. The laser procedure was completed with the same equipment. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).